Event description:
No harm to the patient - 2 IV attempts. Rn started a nexvia 22 guage IV in pt's forearm, the built-in pigtail on the catheter was leaking all up and down, was removed due to leaking.